Event description:
User claimed 100% false positive results. Importer's comment : the manufacturer did trend analysis and re-test for lot # "covgccm0008'" 2022.01.24 through 2022.02.01 and it met the acceptance criteria so the performance of celltrion diatrust covid-19 rapid test ensured repeatability and reproducibility.